Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, results codes and conclusion codes updated. Device evaluated by MFR.: unit returned in a generic plastic bag. The device has the distal end kinked also it has the distal tip broken and unraveled, the distal tip was returned. The overall length and the outer diameter of the distal tip could not be measured due to the device condition. The outer diameter of the middle of the device and the proximal section are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire fracture occurred. During a filter retrieval attempt, a 035/145 amplatz super stiff guide wire was used when the physician noted that the guide wire unraveled and the core of the device broke. The device was simply pulled out and was completely removed from the patient's body. Another amplatz guide wire was used to complete the procedure and didn't have any problem with it. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that guide wire fracture occurred. During a filter retrieval attempt, a 035/145 amplatz super stiff¿ guide wire was used when the physician noted that the guide wire unraveled and the core of the device broke. The device was simply pulled out and was completely removed from the patient's body. Another amplatz guide wire was used to complete the procedure and didn't have any problem with it. No patient complications were reported and the patient's status was fine.